Event description:
Ous MDR - it was reported that 3 months after the implantation an exit block occurred. Thus a revision was performed. During the procedure the exit block was also measured with an external device. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed a marked deformation at the fixation screw of the lead after the massive adhering tissue residues had been removed. The observed damage manifestation indicates strong tensile stress that must have acted upon the lead. The further course of the analysis showed cuts in the insulation and deformations of the outer conductor helix that are probably a result of the explantation. Blood had entered the lead. The analysis did not show any other deviations that could be related to the clinical complaint. The measurement values of the electrical analysis were within technical specifications. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.